Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involved.

Event description:
(B)(4). Case description: biomed is getting a safety clamp open/closed door alarm when a set is installed on his 8100 unit. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: had the biomed inspect the door latch sear. One of the sears was broken and was the cause of the alarm. Recommended to replace the door latch sear and gave him part number. Biomed will repair unit.